Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump vibrator was not working. Tandem technical support verified pump was set to vibrate. Customer tested pump and confirmed it did not vibrate. There was no reported impact to blood glucose. Customer continued to use pump for insulin therapy.